Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to missing or discolored multiple pixels on the main display.

Event description:
The facility reported a colleague infusion pump with a spot on the display. This condition has the potential to cause an interruption of delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "spot on display" was confirmed during event history log review. The cause of the reported condition was not identified. The main display was replaced to fix the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.